Event description:
It was reported that the oxygen sensor did not pass calibration. There was no patient involvement. The service engineer evaluated the ventilator and replaced the oxygen sensor. The ventilator passed self-testing.

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the issue was isolated the oxygen sensor exceeding its service life. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A compressor solenoid valve assembly and a compressor muffler intake filter were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found the compressor solenoid had cracks on the connections joints to the solenoid filter and the muffler had some buildup of dirt/dust particles. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the compressor solenoid valve assembly root cause was isolated to a manufacturing process. The compressor muffler intake filter root cause was due to expected wear. If information is provided in the future, a supplemental report will be issued.